Event description:
It was reported the patient had a monarc sling implanted on (B)(6) 2003. It was alleged the patient experienced protrusion, pelvic pain, kidney , bladder, and urinary tract infections, painful intimacy, kidney stones, bleeding, inner thigh and pubic spasms, yeast infection, vomiting, diarrhea, light headedness, fatigue, leg pain - unable to walk at times, and stomach pain. No further patient complications were reported in relation to this event.